Event description:
An infusion pump with a 715:00 failure code. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. There was no medication being infused and the device was no in use on a pt. Info was requested but details were not available regarding pt status, tubing product code, infusion rate or set up of the infusion device. Add'l contact information was requested but no add'l contact was provided.